Event description:
It was reported that using a radial artery access approach during a procedure of the 80% stenosed, de novo right coronary artery (rca) while comparative testing the physician felt the xience xpedition balloon delivery systems deflation time was somewhat worse and felt be longer to deflate than the non-abbott device evaluated and there was an unspecified issue with the removal in the guide catheter. The balloon was reported as being fully deflated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience xpedition is being filed under a separate manufacturing report number.